Event description:
The recipient is reportedly experiencing soreness under the magnet site. The magnet strength was decreased and the recipient was prescribed topical antibiotic cream.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was adjusted and reportedly resolved the soreness. The recipient has reportedly resumed use of the device and will be monitored by the facility. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.